Event description:
It was reported the pt's stimulation stopped. The device was replaced. It was noticed that the electrode or the extension wasn't functioning. The lead was also replaced. The pt experienced paresthesia as with the previous system.